Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac tamponade, hypotension and cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation was likely a result of procedural conditions. The reported hypotension and cardiac tamponade are likely symptoms, secondary effects of the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tear in the left atrium. It was reported that this was a mitraclip procedure to treat grade 4 mitral regurgitation (mr). While advancing the clip in the upper part of the left atrium, the clip movement was challenging to visualize on echocardiogram. It felt as if the mitraclip was stuck on something, but it was not able to be seen on echocardiogram what it was stuck on. The patients blood pressure dropped and a cardiac tamponade was observed. An emergency drain was placed in the chest and the mitraclip system was removed from the anatomy. Emergency surgery was performed on the table as the patient status was unstable. A tear in the left posterior wall of the atrium was observed. The tear was closed and the mitral valve was surgically repaired. The patient was transferred to the intensive care unit in stable condition. That evening bleeding continued; thus, the patient was taken to surgery. The leak was repaired and the patient was in stable condition. No additional information was provided.